Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 524 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as lethargic, weak, lost control of bladder, memory issues, no appetite, thirst and often going to the bathroom. Customer treated with manual injection. Customer was in emergency room as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.